Event description:
The customer reported to olympus, during an unspecified procedure, the doctor went in with scope and tore pylorus. The patient needed 2 hemostasis clips to stop the bleeding. No additional information available. This event includes 2 reports: (B)(6): tjf-q190v, 2124743. (B)(6): maj-2315, unknown. This report is 2 of 2 for (B)(6): maj-2315, unknown.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00135.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. A2: patient age. 80-90 years old.

Event description:
Update: additional information reported by the customer: procedure: endoscopic retrograde cholangiopancreatography (ercp) for the indication of abnormal imaging. To the knowledge of the customer, there were no anatomical or procedural issues that could have contributed to the reported event. The patient's current condition is reported as "not sure". There were no abnormalities in the appearance of the scope or distal cover prior to the procedure. It was inspected to ensure no cracks. No images can be provided to aid in the investigation. No endotherapy devices were used in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide an additional h6 hecc code for laceration.

Manufacturer narrative:
This supplemental report is being submitted to correct d4 UDI. Since the lot number is unknown and the device was not returned, the UDI for this subject device is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, the reported issue was likely caused by the following: even if the distal cover after the design change is used, removing the endoscope while the end of scope is pressed against the mucous membrane by aspiration may cause damage to the mucous membrane or collection of tissue fragments. However, it cannot be confirmed that the tissue invasiveness is less than that of the tip cover before the design change. Refer to CAPA no. Omsc-hq-153-19. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿withdrawal of the endoscope: take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: only apply suction when the endoscope is stationary. After releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated.¿ olympus will continue to monitor field performance for this device.